Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The glucometer is providing high results above 200 fasting. Patient states that a fasting lab test was performed and 88 was obtained. Patient was asked if at any time the device had been dropped, patient replied no. Patient states the battery has been replaced. Based on the results provided by the patient the: the results obtained exceed the 20% variance.